Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (ess205) (batch no. 12270674), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic peritoneal adhesions, didelphic uterus, vaginal septum and morbid obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved. And the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events general abnormal bleeding, pelvic pain. Discrepancy in essure insertion dates: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005, fallopian tube wires in good position. And with complete obstruction of the fallopian tubes. Lot number#: 12270674, manufacturing date: 2005-01, expiration date: 2006-09. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy,). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events general abnormal bleeding, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New event general abnormal bleeding, psych injury, post removal complication were added, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12270674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic peritoneal adhesions, didelphic uterus, vaginal septum and morbid obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy,). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events general abnormal bleeding, pelvic pain discrepancy in essure insertion dates: (B)(6) 2005, (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: fallopian tube wires in good position and with complete obstruction of the fallopian tubes. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: lot number added. Reporter information, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.